Manufacturer narrative:
It was confirmed that the stent graft was occluded up to the level of the bifurcation. Other relevant devices are: esbf3214c103ee, s/n: (B)(4) use by date: 2016-10-15; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c156e, serial/lot #: (B)(4), ubd: 25-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that the patient presented emergently five years and two months later. A CT was performed followed by intervention. A bi-lateral thrombectomy, and fem/fem bypass surgery was then performed. The patient expired shortly after surgery of complications from visceral malperfusion related to the bi-lateral limb occlusion of stent graft. It was reported that there were bi-lateral limb occlusions and this was believed to be the root cause of the event. No additional clinical sequelae were provided and the patient is expired.